Event description:
On 8-10-99, applied medical resources marketing dept reported that during a graft cleaning evaluation procedure, the catheter did not deflate, got stuck and could not be pulled out. The doctor continued to pull on the catheter until the balloon tip broke off inside the patient. The balloon tip was surgically removed. The spring tip was not returned and it's location is unknown. No further patient complications reported.